Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurrent incontinence. A device issue was suspected. The device was deactivated and subsequently explanted and replaced. No further patient complications were reported.